Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer sent e-mail stating the toothbrush head replacements had been breaking, coming off the bottom of the head. No injury was reported.